Manufacturer narrative:
Unit was received with a critical pump error (open book image) alarm. After further review, did not note any evidence of previous moisture presence or corrosion on the electronic boards, assemblies, or the motor itself. Unable to upload/download due to a problem associated with the electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error (open book image) alarm. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had insulin pump error alarm. Customer reported that they were able to clear and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.